Event description:
It was reported that when an asymptomatic patient presented in the operating room for a normal device change-out due to eri, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead remains active. The patient was doing well afterwards.

Manufacturer narrative:
(B)(4).